Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A forty-nine-year-old male patient with acute myocardial infarction/cardiogenic shock. Impella cp implanted. Upon arrival to intensive care unit, nurse was unable to find a pulse in lower right extremities. Team decided to escalate to impella 5.5. Patient recovered and successfully weaned. Impella cp to be coded to ischemia, as lack of leg perfusion led to pump removal, and escalation to impella 5.5. Impella 5.5 operated as expected with no complaint.